Event description:
Event description boston scientific received information that during a procedure to replace this cardiac resynchronization therapy defibrillator (crt-d) due to an advisory on this model, the ventricular lead was surgically abandoned because of noise. The noise was oversensed causing pacing inhibition, and non-sustained episodes.